Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. Device was not returned, reason unknown. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the device caught on fire near the power port but was quickly caught by the patient's sister so no patient harm occurred. As a result, the patient's device was replaced. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.